Event description:
The pt reported, she experienced burning sensation at her ipg site described as a wasp sting. The burning would last only a few minutes. In addition, it hurt for her to stand up. The pt reports the burning sensation starts at her ipg and travels up her back a couple of inches. The next course of action has not been disclosed to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.